Manufacturer narrative:
Correction: h.4

Event description:
It was reported that there was a heparin over infusion that occurred in (B)(6) 2019. Although requested, no further event information was provided.

Manufacturer narrative:
Was requested but not provided by the customer. The event took place in march, 2019. The customer¿s experience of an overinfusion was confirmed through functional testing. ¿the pcu event log contained no obvious programming errors that would result in the reported event. ¿functional testing performed found the pump module to be delivering fluid out of specification. ¿there were no anomalies observed with the returned primary set (model 2420-0007) and there were no leaks observed from the set. ¿the incident disposable set (model 2420-0007) was evaluated and was found to be within specification. ¿the door was observed to not be secured to the bezel due to broken bezel door hinge posts. ¿the bezel is a 3rd party part. Functional testing performed found the pump module to be delivering fluid out of specification. The root cause of the report of an overinfusion was identified as due to a non-secured door due to a broken bezel.

Event description:
It was reported that there was a heparin over infusion that occurred in march 2019. Although requested, no further event information was provided.

Manufacturer narrative:
Concomitant medical products: 250 ml hospira bag lot 02-902-kl exp aug 2020 heparin sodium. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that there was a heparin over infusion that occurred in (B)(6) 2019. Although requested, no further event information was provided.